Event description:
The pt (B)(6) was implanted with a percutaneous lead on (B)(6) 2011. It was reported the pt is experiencing positional stimulation. Efforts to resolve this matter via reprogramming proved unsuccessful. Surgical intervention will be undertaken at a later date to revise the pt's lead.

Manufacturer narrative:
(B)(4) has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. (B)(4) defers to the pt's physician regarding medical history.